Event description:
Reporter indicated that a pt's vns was unintentionally programmed off during an interrupted systems diagnostics test. It was identified that the vns programming wand batteries were very weak. The reporter was able to reinterrogate the pt the next day after replacing the wand batteries and the vns settings were corrected.